Event description:
Customer reported that instrument was intermittently turning off. There was no report of injury due to this event.

Manufacturer narrative:
Customer has been provided with urgent field safety notice and new power cord. The original equipment manufacturer (OEM) of these power supplies has identified two root causes for the damaged power supply adaptors. 1. The incorrect torque setting was selected by the production operator for the screws used to secure the power supply adaptor housings together. 2. Mineral oil was found on the screws used to secure the housings together. The oil is used during the machining process during the production of the screws and was not removed by the screw supplier. These two root causes resulted in a combination of mechanical and chemical stress which led to the cracking of the screw pillars inside the housing top of the power supply adaptor. Siemens issued an urgent field safety notice (31983 rev. A) in september 2014 to notify all affected siemens customers.